Event description:
A male with a previous condition is hostile abdomen, hypertension, and appendicitis underwent evar in 2007. The pt's anatomical form was suitable for endovascular repair and the procedure was conducted as labeled. The physician coil embolized the right internal iliac artery prior to deployment of grafts (one main body and two iliac leg grafts). A distal type 1 endoleak from the ipsilateral iliac leg graft was confirmed after deployment of all grafts, thus the physician ballooned the leak site. It made the endoleak minor, so the physician decided to take a wait-and-see approach. At the follow up at the end of the month, 2008 & 2007, the physician confirmed the distal type 1 endoleak was gone. The pt has recovered.

Manufacturer narrative:
The development of the zenith device followed quality specifications and successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with an "instruction for use" (IFU) booklet describing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure, regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring; anatomical criteria, vessel tortuosity, calcifications, accurate placement of graft and proper ballooning sites within the stent graft. The device remains implanted, and no images were provided to assist in this investigation. The root cause for this event is unk and there is no corroborating evidence at this time to consider the complaint confirmed. However, we have notified the appropriate individuals and we will continue to monitor for similar complaints.